Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown baclofen (2000mcg/ml, 166mcg/day) in an implantable pump for intractable spasticity, cerebral palsy, and head/brain injury. The patient had an MRI on (B)(6) 2015 and again on (B)(6) 2015. A motor stall was seen upon initial interrogation today following the (B)(6) 2015 MRI. No motor stall recovery was noted in the pump event logs. The MRI was not due to a suspected device or therapy problem. The motor stall duration was greater than 2 hours. The pump was re-interrogated and this action did not result in a recovery. The patient was not in withdrawal, but was heavily medicated for an unrelated reasons; in intensive care unit (ICU). There were no reported patient symptoms. It was also reported the pump had been interrogated following the friday MRI, however a recovery was not noted after an hour and the hcp assumed to pump restarted. Additional information was requested from the hcp regarding any actions/interventions required to mitigate the issue. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated the pump was re-interrogated 3 hours later and a motor stall recovery was seen for both (B)(6)-2015 and (B)(6) 2015.